Event description:
The operator attempted arteriotomy closure with the closer s 6 fr. Device after an interventional procedure. Fluoroscopy was performed to determine arteriotomy placement in the common femoral artery. The operator was attempting to insert the device. There was no report of difficulty with insertion of the device. The distal sheath was inserted into the artery and the foot had not yet reached skin level when the device reportedly broke. The device broke at the band where the foot meets the distal guide. A guide wire was passed through the guide wire exit port and the operator easily removed the device. A second device was inserted over the guide wire and into the arteriotomy. Closure was achieved with the second device. There was no report of an adverse pt event.